Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 200 mg/dl. Customer stated blood glucose was high yesterday it started off 200 mg/dl and it went up to 400 mg/dl. Customer felt awful due to high blood glucose. Customer treated high blood glucose manual injection. Customer reported that infusion set cannula was bent. Customer declined troubleshoot due to bent cannula. The insulin pump will not be returned for analysis.